Manufacturer narrative:
(B)(4).medtronic was not authorized to service the device. A non-medtronic service provider replaced the single board computer printed circuit board and the ventilator worked properly.

Event description:
It was reported that during maintenance ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.